Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7293174, UDI: (B)(4).

Event description:
It was reported that the patient undergoing trial procedure when he experienced excruciating pain when leads were being driven. Physician let leads stay in place for a little bit but pain did not subside so he removed the leads and the pain subsided. The trial was aborted. The patient was good postoperatively. Product not released due to facility protocol.